Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported failed to restart after downstream occlusion was not reproduced. A review of the event history log revealed multiple occurrences of "downstream occlusion" and "auto-restart" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor calibration values out of specification. Repair will perform force sensor no-tube and force sensor scale-factor calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not auto restart after downstream occlusion. While the patient was in the cardiac catheterization laboratory (cath lab), the patient was undergoing an infusion of phenylephrine. Following intubation, the patient became unstable and required rapid boluses of ¿additional medications¿; along with ¿large increase¿ of the phenylephrine drip. Each time a medication was bloused, the pump read ¿downstream occlusion.¿ the pump was infusing a high dose of phenylephrine during this episode, went into a pause mode each time a bolus was given. Each time the pump registered a downstream occlusion (i.e. Each time a medication was bolused), the phenylephrine drip was stopped by the pump and required a staff member to press the run/stop button to restart it. The user continued to restart the pump as soon as able. No further information was available at the time of this report.